Event description:
The customer contact reported a leak; subsequently, it was noted that the piercing pin of the tubing set had punctured the blood product container. The tubing set was being used to deliver an unspecified volume of an unspecified blood product , at an unspecified rate, via a pluma+ pump. The customer contact reported that the blood product was probably packed red blood cells (prbc's). At an unspecified time, the piercing pin of the tubing set was inserted into an unspecified administration port of the blood container and the delivery was started. After an unspecified length of time, it was reported that the nurse noted that an unspecified volume of blood had leaked onto the pump. At this time, the source of the leak was not identified. It was reported that the tubing set and blood container were replaced and the therapy was resumed. No specific details were provided. The customer contact reported that the blood bank records indicate that on (B)(6) 2013, the unit of blood was destroyed due to the blood container being punctured and leaking into the pump. No specific details were provided. There were no reported adverse pt effects and no change in the pt's condition. No medical interventions were reported. No add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.